Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
A cc4204a, +24.0 diopter, intraocular lens was returned damaged to the manufacturer. The reporter indicated that there was no patient contact with the lens. Additional information was unable to be provided.

Manufacturer narrative:
Corrected data: device evaluation: the product was returned in liquid, in a lens case/vial. Visual inspection found the lens optic torn, the lens torn into two pieces, and missing a piece of haptic. Claim# (B)(4).